Manufacturer narrative:
E1: (B)(6). E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water ingress in the camera cable, and scratch (hole) on the camera cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the internal charge-coupled device may have failed due to flooding of the main unit's image capture. Therefore, it was likely that normal communication was not possible, resulting in image flickering. The camera cable had a flaw (a hole). Therefore, it was likely that the product was not airtight and moisture had penetrated inside, resulting in flooding of the main unit's image capture and the camera cable. The cause of the hole in the cable could not be identified based on the information obtained from this complaint and the investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head image was flickering while being used with an optical viewing tube. No malfunctions of the optical viewing tube were reported at the time of confirmation. The issue was found in the middle of a therapeutic thoracoscopic procedure which was completed using the same set of equipment. There were no reports of patient harm.